Manufacturer narrative:
Section b: event date was corrected from (B)(6) 2021. A philips remote applications specialist (ras) spoke with the biomed, who stated that the mx450 patient monitor did not generate an spo 2 alarm, when the patient experienced low oxygen saturation. A clinical user noted, that the monitor¿s spo 2 measurement alarm was turned off. And they had to re-enable the alarm. The biomed wanted to know, if there is a mechanism in which to prevent the spo 2 alarm from being turned off at the pic ix. A philips field service engineer (fse) was dispatched to assist the biomed onsite. The fse pulled the pic ix clinical audit logs, and technical logs for all the pic ix hosts. In addition, to the clinical configuration for the mx450. And spoke with the unit manager in regards to the pic ix and mx450 configuration concerns. The fse validated, that the spo 2 alarm registered at the bedside via the use of a patient simulator. The device logs and complaint data were reviewed, by a philips clinical product specialist (cps). The cps advised, that there is no way to individually restrict users at the pic ix from turning off alarms at the bedside monitors. Further, the cps was able to identify the log entries, that indicate the spo 2 alarm was turned off. No device malfunction occurred. The customer¿s problem was found to be, due to a user turning off the spo 2 alarms on the mx450 via the pic ix.

Event description:
The customer biomedical engineer reported, the spo 2 alarms were turned off. And failed to alarm at their philips information center ix (pic ix) on (B)(6) 2021, at approximately 07:30 am. The patient experienced, low oxygen saturation requiring emergent care.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that spo2 alarms were not being generated. The patient's spo2 dropped and they required medical intervention as no alarm occurred.